Event description:
The patient contacted animas on (B)(6) 2012 alleging that the pump would not power back on after she removed and reinserted the battery. The patient reported that she removed the pump's battery to clear a call service alarm she receiving just after she had pressed the ok button to confirm an occlusion alarm she had also received. The patient claimed when she reinserted the same battery into the pump the screen remained blank and she heard no audible sounds coming from the pump; however, 10-15 minutes later, she reported hearing the pump make an ascending tone, but the screen remained blank. At the time of troubleshooting, the patient purchased a new battery; however, she was unable to locate the pump's battery cap. The patient was at work at the time of the call and suspected that she left battery cap at her home. At the time of the call, the patient confirmed there was a visible crack at the battery compartment; however, no evidence of moisture or corrosion within the battery compartment. During a follow-up call to the patient a few hours later, the patient confirmed the pump powered back on with the new battery. However, the patient reported that her blood glucose level (bg) went up to "hi" (bg> 600 mg/dl) while she was off the pump at work due to pump issues. This complaint is being reported because the patient obtained a blood glucose reading greater than 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The black box confirmed the occlusion alarm and the pump was powered off but the pump showed no evidence of being rebooted on the complaint date; the next date in the black box was (B)(6) 2012. No power issues were observed in the black box. Examination confirmed that the battery compartment was found to be cracked. The battery cap was able to tighten securely to the pump. The pump booted normally. A 29 hour flow accuracy test was performed without power interruptions and the pump was found to be delivering within specifications.